Manufacturer narrative:
(B)(6). The device was returned for analysis. Kinks were observed in the sheath assembly and the lapjoint was partially detached. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. A broken drive shaft and ic windup were found within the telescope section of the device. Windup was encountered in the single heat shrink area in the telescope area. Ic windup began 17.3 cm from the distal end of the connector shaft. The distal housing of the transducer was observed complete and with no shattered pieces. Impedance testing revealed an electrical open at the proximal waveform. No image appeared in the ilab system due to the electrical open. The catheter was unable to be flushed due to the damage of the lap joint. No other issues or defects were observed.

Event description:
Reportable based on device analysis completed on 07dec2020. It was reported that lost image occurred. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, when checking the lesion by manual pullback after pullback, lost image occurred. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partially detached lapjoint.